Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the cause of the shocking was not determined. The only actions taken had been on (B)(6) 2017 and were previously reported. It was noted that the manufacturer representative attempted multiple times to get a hold of the patient¿s health care professional (hcp) but had not been able to get in contact with them. It was noted that the manufacturer representative had called the patient on (B)(6) 2017 and the patient had reported that they had not experienced any further shocking sensations. It was stated that the patient had stimulation in their painful areas with no pain relief. The patient made an appointment to see their implanting surgeon and had contacted their current hcp about it. Therefore, they declined to do films and deferred to the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was shocking that had occurred on (B)(6) 2016 when the patient was lying in bed. The patient had three terrible (severe) shocking sensations that were felt in her core. As the first two were severe, the third one waned and then felt like the device turned off and ¿quit.¿ the patient stated that she felt like it went from one kidney to the other and thought that maybe it was because the device was over the kidney. The patient had notified the manufacturer representative that the device had shocked her and the manufacturer representative had advised her to recharge the device, but the patient did not want to recharge it. The patient did not check the implantable neurostimulator with the patient programmer. The patient claimed to not have ever turned the implantable neurostimulator off using the patient programmer. The stimulation diary was reviewed on the clinician programmer which showed that the stimulation had been off from (B)(6) 2017 until (B)(6) 2017. When the device was interrogated on (B)(6) 2017, the electrode impedances were within the normal range with the reference electrode of 0 and the values were between 839 ohms and 1149 ohms. The programmed parameters with group impedances were: c1 530ohms 4.496 4- 5- 6+ 7+ 2.45v 450us 50hertz c2 539ohms 5.921 12- 13- 14+ 15+ 3.25v 450us 50hertz the manufacturer representative had not turned stimulation on, and the patient was reluctant to do so. The patient wants the device removed. The cause of the shocking was not determined and the manufacturer representative was unable to replicate it when they turned the device on in the clinic. The manufacturer representative repeated impedances while pressing on the header and they were still normal. The manufacturer representative turned on the stimulation and the patient felt it as it was prior to the shocking sensations. The patient is going to have a plain film the week of (B)(6) 2017. The patient¿s medical history includes diabetes. The patient was extremely dehydrated and had an infected ingrown toenail. The patient did not have any pre-existing kidney issues. The patient noted that she was in the hospital for a couple of days and taking fluids. The patient stated that the kidneys aren¿t working right. The physician¿s assistant thought that the shocking and the ¿patient¿s kidneys not working right¿ were unrelated.